Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away at home. The cause of death was diabetes and coronary artery disease. The caller did not know the customer's blood glucose at the time of death. The customer was wearing the insulin pump at the time of death. The customer was not using sensors. The caller stated that the customer had a mild stroke in 2003 due to an unknown cause. Between 2012 and 2013, the customer had a (B)(6) infection. The customer also suffered from heart disease and diabetic neuropathy. The caller no longer has the customer's insulin pump.